Event description:
During remote follow up, high pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.